Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: o observed broken on plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. White fluid material was observed in the implant after explant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(a), d6(b), h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. White fluid material was observed in the implant after explant.. The device has been explanted.